Event description:
It was reported that during a gastric bypass procedure, the device misfired. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/23/2008. Firing trigger teeth broken. Evaluation summary: the analysis results found that the instrument was returned in good visual condition and with no cartridge present. No functional test could be performed with the instrument as the firing mechanism was noted to be damaged. The instrument was disassembled to verify the condition of the internal components; the firing trigger teeth were found damaged. Although we were unable to conclude what caused the damaged, please note that a 100% inspection takes place during manufacturing to ensure the device meets the release criteria prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.